Manufacturer narrative:
Product event: (B)(6) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the surgeon reported a burn on the patient's leg. The burn was in the shape of forceps, it is unknown if the aquamantys device was activated near the forceps to contribute to the burn. It is unknown if any interventions were performed.